Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The manufacturing location is currently not available. Mfg date: the device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the handle and lever were formed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the handle, lever and trigger were bent on the quick coupling device. It was further determined that the bearing was not functioning and defective and the coupling tool side was worn out. It was noted on the service order that the device had age deterioration, excessive noise and high temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as may 16, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.